Event description:
Caller alleged discrepant results using the inratio2 meter. Pt self testers son reported the following results: date - (B)(6) 2011, inratio - 1.1, lab - 1.87. Lab test was done about 1-1.5 hours after meter test. Pt's doctor is testing for anemia and closely monitoring her.

Manufacturer narrative:
Investigation pending.